Event description:
It was reported that externalized conductors were observed via fluoroscopy. Lead remains implanted. There were no adverse effects for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.